Manufacturer narrative:
This report is submitted on march 21, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. An abutment change is planned. The implant remains in-situ.